Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing episodes. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited undersensing episodes. Programming changes were made. The patient was in stable condition.